Event description:
This ra lead was implanted on (B)(6) 1997 and remains implanted as of this time. A call was placed to technical services on 03/27/2018 stating that this lead has less than 200 ohms and shoes it was a low impedance at implant. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).